Event description:
Dr performed a total abdominal hysterectomy procedure on the pt in 2004 and implanted macropore surgiwrap surgical mesh. The pt later was diagnosed with a bowel obstruction, a re-operation was performed in 2004 and the product was explanted. The product was not secured at the initial implant and may have migrated and contributed to the unplanned surgical return.